Manufacturer narrative:
Event 3. This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 3. According to the customer: "the easypump ii pump was placed on 10 adult patients by 2 nurses, the drug solution administered is 5 fluorouracil for a total volume of 230 ml administered in 22 hours instead of 46 hours. No leakage of the product was noted by the patient or the nurse. After checking by simulation, we noticed that nurses are very well trained on easypump ii medical device. The 10 patients are in good physical health but all had side effects: hot flashes and rash that disappeared same time as the product was eliminated by the body. Details of the treatment: cytotoxic 5- fluorouracil administered, protocol of 46h, for a volume of 230ml."